Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting an out of range defibrillation impedance. The impedance measurement was noted to have increased suddenly. No interventions or patient symptoms were reported.